Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (investigation findings).

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported by custoomer that the cardiosave intra aortic balloon pump upon power up, alerts with power up failure 14. The issue was identified prior to use and there was no patient involvement and no harm reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: d4-lot number. Updated fields: b4, g3, g6, h2, h3, h6-type of investigation, investigation findings, investigation conclusion and h11. A getinge field service engineer (fse) observed the device and stated as per the manual; upon last use, unit detected an issue with the compressor. Fse replaced compressor, calibrated pressure transducers. Powered up unit, repair completed. Cleared for use.